Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for low right atrial (ra) lead impedance. Ra lead noise and oversensing were also noted. Low impedances and diminished r waves were also reported on the right ventricular (rv) lead. A chest x-ray revealed a potential clavicular crush on both leads with insulation damage noted on the ra lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.